Manufacturer narrative:
Received one single flothru dpt-vamp plus kit with IV set and pressure tubing. The white particulate was found on the surface of sensor (gel) pad inside of dpt housing fluid path. The particulate was flushed away from dpt housing and stayed at the inlet port of vamp plus reservoir after 5 minutes of continuous flushing. Particulate was removed from vamp system and sent to chemistry for further analysis. Per chemistry study (B)(4), the ir spectrum of the unknown white material showed similar absorption characteristics when comparing to polyisoprene like material.

Manufacturer narrative:
A supplemental report of the device history report and evaluation will be forthcoming when the results are completed.

Event description:
It was reported that unknown white particulate was found inside the fluid lumen of the dpt area before use. The particulate was found attached to the air bubble. The kit was not used and new kit was prepared. There were no patient complications reported.